Event description:
Information was received indicating that while in use, a smiths medical cadd legacy pump exhibited beeping with cartridge not detected notification. It was also reported that the patient had went to the emergency department with palpitations and tachypnea. Subsequently, the pump was changed, patient was receiving life-sustaining medication and had been discharged from the hospital. No further adverse effects were reported.